Manufacturer narrative:
No product was received for evaluation. A supplier corrective action request has been opened to address this with the contract manufacturer. An 806 notice has been provided to the FDA.

Event description:
A report was received on 03 jan 2025 from a health care professional (hcp) at a critical care facility, who stated a dialysate bag broke when initiating renal replacement therapy on (B)(6) 2025. Additional information was received on 03 jan 2025 from the hcp who confirmed there was no adverse impact to the nurse or patient.